Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced hyperglycemia. The customer current blood glucose level was 490 mg/dl and 462 mg/dl. Customer had nausea and vomiting. The customer was assisted with troubleshooting. Retainer ring had no damaged, intact and not loose. Customer stated that they did not used auto mode feature at time of high blood glucose event. The insulin pump will not be returned for analysis.